Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported "getting false downstream occlusion alarm frequently", which was not reproduced. A review of the event history log identified multiple "downstream occlusion!" Alarms, however the history log cannot be used to distinguish true from false alarms. No causality was identified and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false downstream occlusion frequently. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.